Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer could not be calibrated even after calibration was performed and the stylus was re placed. There was no patient involvement.